Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3889-28, lot# va0mg9k, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had questions about their implant. They wanted to know if there was 1 lead wire or 2 lead wires and if the lead or implantable neurostimulator (ins) could move. The patient went in on (B)(6) 2014 and only the stitches were removed and they didn¿t see their health care provider (hcp). The patient had a burning sensation at the ins implant site immediately after surgery and when they were getting off the gurney to put on their pants they were screaming. The patient spoke with the manufacturer representative about that and was told to see how it was and it was clarified that the manufacturer representative called the patient at home. It was better and the patient didn¿t cry a lot and wasn¿t expecting all of this. If the patient moved, took a deep breath, or was walking it felt like someone put a hot poker in it and it was extremely intense. The patient couldn¿t ride in the car for a week as they were screaming when they left there. The patient had a low key job where they were sitting all the time and the nurse from discharge told them it was going to be okay. The patient wasn¿t really feeling anything, not like they were the first or second week. The patient was getting a slight voltage or zap on the right side of their body from their buttock down into the right side of the leg. The patient felt a pulsation, not a strong pulsation and not all the time, and it was not in the exact location as before. It was not like it was and not where they felt it before. The patient got into their car on (B)(6) 2014 and thought that pushed across the seat to hard. The patient was riding in a suv that was higher up and then got into their smaller car and hit the seat just right and the pain intensified. The next day, the patient was very sore and was in a lot of pain and couldn¿t walk upright very well. The incision looked great as there was no redness or puffiness around there, but it was very tender. The patient was worried that something moved or migrated or if this was what they were supposed to be feeling. The patient wasn¿t sure if it was normal and would get this clarified when they went in on (B)(6) 2014. The patient¿s settings were changed the day after implant to program 1. The day after implant the patient didn¿t really feel anything and their spouse was reading through the book and decided to change the setting. The next day the manufacturer representative called and told them to change it back to program 4, and that was what program it was still on. The setting was at 0.4v and the patient hadn¿t changed it since they put it on that setting 2 days after implant. The patient had experienced the zap sensation twice while just sitting talking on the phone. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.